Manufacturer narrative:
Monitor mfg date: 04/17/2015. Belt mfg date: 12/30/2013. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed.  Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt connector guide pin was bent, preventing an electrode belt from attaching to the monitor. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event results from the defective electrode belt.

Event description:
A us distributor reported that a patient's monitor belt connector was damaged.